Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. Visual inspection was performed on the extension set to look for defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. Medication residue was found around the filter but no visible damages were observed anywhere on the set. Functional testing confirmed drops of blue dyed water were observed to be flowing out of the filter¿s vent, confirming that the filter must be defected. The root cause of the leak was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported fluid leaked from a "tiny hole on the back of the filter" during an infusion of oxacillin. No patient harm reported.

Event description:
The customer reported fluid leaked from a "tiny hole on the back of the filter" during an infusion. No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a crack in an IV extension set noted while in use during an unspecified infusion. There was no leaking or patient harm.